Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7058583.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed and discarded. No device malfunction was suspected. The patient was doing well postoperatively.